Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient inserted sensor in arm which is not an approved site. Patient's mother did not report any injury or medical intervention at time of contact with dexcom technical support.